Event description:
Customer reported button error alarm. Troubleshooting found customer may have gotten some water on his insulin pump. Customer is advised to disconnect from the insulin pump and revert to his back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no response from the act button due to corroded keypad trace. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at display window corners, a broken reservoir tube lip, a cracked reservoir tube near reservoir tube window, cracked battery tube threads and a missing end cap sticker. No moisture damage was noted inside of the insulin pump.